Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged rack pushrod and minimum fill issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Lastly, it was reported that a cartridge change error occurred. The customer's blood glucose level was 205 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.